Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during an ilizarov external fixation, after the surgeon inserted the competitors screw into the patient, he tried to remove it from the t-handle but it was stuck inside. They cut it and the piece remained in the t-handle. Another t-handle was used to continue their procedure however, again the same situation happened. After insertion of the competitors screw instead of breaking it again because of the difficulty in removing it, they just removed the screw that was stuck up again in the handle. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The investigation has shown that the release mechanism is totally blocked. After disassembling it was found that some residues in the mechanism caused the malfunction. Tha analysis of the residues has shown that this is from the screw securing adhesive which is used to secure the chuck on the handle. This is an assembling fault which was not detected during the final inspection as the adhesive was not hardened when this inspection was performed. To avoid such an occurrence in the future different measures were introduced by the manufacturing side.